Event description:
The customer returned the unit stating that it could not be programmed. During in-house testing the unit accepted a bd 60cc syring as a bd 30cc syringe and would program for infusion as such.